Event description:
It was reported that air in the device occurred. A left atrial appendage (laa) closure procedure was being performed. It was observed that the hemostasis valve of the watchman delivery system would not allow liquid to flow from it. Bubbles within the device could not be removed. The procedure was completed with another of the same device and no patient complications were noted.

Manufacturer narrative:
Device evaluated by MFR.: the returned product consisted of a watchman delivery system (wds) with the implant in the sheath. The implant, core wire, tip, sheath, and hub/valve were microscopically and visually examined. Inspection found multiple kinks in the sheath, sheath damage with an anchor protruding through the sheath and anchor damage. Inspection of the tip found flared tri-cuts and abrasions. Functional testing was completed by attaching a syringe filled with water, and positive/negative pressure was applied with the valve open and closed. The device flushed properly. The device was able to backflush, and air could be purged from the device. The valve was then removed and microscopically examined. The silicone valve was found to be damaged. Product analysis confirmed the reported event, as the silicone valve was damaged, causing difficulty with the flushing of the device.

Event description:
It was reported that air in the device occurred. A left atrial appendage (laa) closure procedure was being performed. It was observed that the hemostasis valve of the watchman delivery system would not allow liquid to flow from it. Bubbles within the device could not be removed. The procedure was completed with another of the same device and no patient complications were noted.